Event description:
It was reported that during central processing, the monopolar curved scissors (mcs) instrument's black insulation at the transition from orange to black was torn. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on 24-feb-2022 and obtained the following additional information: the defective insulation of the mcs instrument was identified after central reprocessing, prior to starting the procedure. The issue occurred probably during central processing and the defective instrument was not used on the patient. The procedure was reportedly converted to open surgery due to bleeding that could not be stopped and not due to the defective msc instrument as the instrument was not used. Refer to the report with patient identifier (B)(6) for information related to the procedure conversion.

Manufacturer narrative:
Isi has not received the mcs instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. A review of the site's complaint history identified a related record for the convert to open procedure due to bleeding. Refer to the report with patient identifier (B)(6) for information regarding the procedure conversion. A review of the instrument log was performed. Per the review, the following was confirmed: device material, lot#/serial #, and event date. The instrument was last used on (B)(6) 2022 on system (B)(4). The instrument had 2 uses remaining after the last use. Based on the information provided at this time, this complaint is being reported due to the following conclusion: it was reported that the black insulation on the instrument main tube was torn. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Manufacturer narrative:
Refer to the following sections for additional information: d9, g3, g6, h2, h3, h6, and h10 intuitive surgical, inc. (Isi) received the monopolar curved scissor instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the reported complaint. The instrument tube extension exhibits signs of scratch marks/abrasion. Tube extension scratch marks measured roughly 0.016¿ x 0.376¿. The root cause of scratch marks /abrasions on the instrument tube extension is typically attributed to mishandling, such as excessive contact with abrasive or hard surfaces during transport or reprocessing, or during tip cover installation/removal.

Event description:
Refer to h10/h11 for follow-up information.